Manufacturer narrative:
The company was informed that the explanted device was disposed of by the facility and will not be returned to the company for analysis. A review of the device history record noted no rework. .

Event description:
The recipient reportedly experienced an infection at the implant site. The recipient's device was explanted. The recipient is recovering.

Manufacturer narrative:
The recipient reportedly experienced a skin flap infection. The recipient was treated on (B)(6) 2016 with levofloxacin, vancomycin, and cefmetazole for one month. The recipient was hospitalized for twenty-four days (dates unknown). The recipient was recommended a period of non-use for one year. Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection has resolved. This is the final report.